Event description:
01/13/2023 17:14:31 pst (batch_ice) phone (B)(6) complaint: (B)(4)complaint status: in process mdt initial contact: (B)(6) taken by: kroneh2 inquired what led up to the complaint. Customer response: crack in case bumped/dropped/cosmetic damage t/s per dop114-980. Adv to is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: unknown. 3. Location of the damage is: battery compartment . Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Adv courtesy silicone case will be shipped. Was damage to pump caused by the customer and/or by normal wear and tear: yes adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replace pump ''following the mpdg the customer has been informed, that the returned product will be analyzed and not be available afterwards anymore. In exchange for the complaint product the customer received a replacement. By returning the product the customer agrees to this procedure.'' Ship: 1/return: 1 country: germany city: berlin zip: (B)(6) input date: (B)(6) 2023 warranty start: 03/25/2019 warranty end: 03/24/2023 batch - ng1815281h.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, stained keypad overlay, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained; end cap address label peeling). Cosmetic damage was confirmed at the battery compartment. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.